Event description:
It has been reported to philips that the system would not power on. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) examined the system remotely and confirmed that the system would not power on. Upon troubleshooting rse found out one of the e stops was pressed and there was no main power supply from the hospital to the system. To resolve the issue, rse guided customer to release the e stop button and customer fixed the hospital main power supply. After repairs, the system returned to use in good working order. External power failures or outages may occur that can cause the azurion or allura system to not boot up/start upon shut down. This scenario includes situation in which the main hospital power supply is not functioning or there is localized power failure that is not caused by the device. Since the malfunction of an external power source would not be considered a device malfunction of the azurion or allura system, this event would not be reportable. This scenario is not likely to cause or contribute to death or serious injury if it were to recur. The codes were updated based on the investigation outcome. The evaluation method code was corrected.